Manufacturer narrative:
H3,h6: one 72201492 ultra-fast-fix reverse curve needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. The suture sub-assembly cannot be loaded without either t1 or t2 present. This style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. Instruction for use documentation contains instructions and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) proximity of anchor placement to each other (t1 pulls t2 off the needle tip prematurely. 3) difficulty with reaching the desired tissue location. 4) inadequate tissue conditions. 5) incomplete needle penetration through meniscus. 6) anchors not manually positioned fully forward. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. Do not use sharp instruments to manage or control the suture. It is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus tear repair, t1 was deployed but then t2 did not deploy, it was completely missing from the device. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.